Manufacturer narrative:
Date sent: 07/12/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh, an over temperature error was displayed. A second handpiece was used to successfully complete case with no patient consequence.